Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 409 mg/dl, 400 mg/dl. Customer¿s blood glucose at time of incident was 347 mg/dl and also had blood glucose of 307 mg/dl, 85 mg/dl, 233 mg/dl, 270 mg/dl, 205 mg/dl. Customer was treated with old insulin pump. Customer mentioned that auto mode was not active during high blood glucose event. Customer performed high pressure test and passed the test. Insulin pump will not be returned for analysis.